Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 240 mg/dl and it was addressed with a bolus. Reportedly, the customer cleared the alarm and indicated that the supplies would be changed. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.